Event description:
It was reported that during an emergency ptca treatment procedure, the pt2 light support guidewire fractured. The pt presented to the cardiac cath lab receiving cardiopulmonary resuscitation. The physician attempted an emergency ptca procedure of an unspecified vessel. The physician was able to cross the lesion with the guidewire, however, the wire prolapsed and the tip fractured in the pt. No attempt was made at retrieval. The pt was unstable the entire time of the procedure and consequently expired. The physician stated that the fracture of the wire had nothing to do with the pt death. Additional information has been requested regarding this event.